Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidence of load step malfunction. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The force sensor calibration reading was low out of specifications. The pump was opened and the force sensor resistant reading was within specifications. The investigation was unable to duplicate the reported load step malfunction issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the patient noticed that the pump was priming the infusion tubing during the load step. The patient reportedly did not receive a ¿no cartridge detected¿ warning. The patient stated that there was no trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.